Manufacturer narrative:
Event site full name: (B)(6); contact person occupation: administrator / supervisor. The product was returned with the membrane completely unfolded and bled on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. The one-way valve was vacuum tested, and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # : (B)(4).

Event description:
This complaint is being created because investigator found that 2 iabs were returned in one box under mfg number: 2248146-2020-00397. Reported malfunction: balloon catheter tore when trying to insert into the sheath. There was no reported injury to the patient.